Event description:
Pump declared a cartridge change error, but there was no adverse impact to the customer's blood glucose level. Customer was guided by technical support to address the issue, starting with removing the cartridge and inspecting for an o-ring problem. The o-ring was initially misplaced on the pneumatic tap, which was rectified with cleaning advice and proper reattachment of the cartridge. Following these steps, the customer successfully completed the load process and resumed insulin delivery.